Manufacturer narrative:
(B)(4). Physio-control provided the customer with the part number for a replacement therapy connector assembly. The customer advised that once the therapy connector assembly is replaced and proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported to physio-control that the therapy connector assembly on their device had a small broken pin lodged within the connector. This broken pin came either from the therapy cable assembly or hard paddles assembly. The customer also stated that the device was intermittently recognizing the connection of the therapy cable assembly. There was no patient use associated with the reported issue.